Manufacturer narrative:
The suspect prod is the comfort curve test strips.

Event description:
Rptr alleged discrepant blood glucose results of 28 mg/dl back to back with a result of 217 mg/dl when testing was performed 2 mins apart on the advantage sys with the strip lot and exp date not provided) . No actions were taken or treatment rec'd reportedly as a result. It was not provided as to where the comparison was performed. A request was made for the return of the suspect prod and replacement prod was sent.